Manufacturer narrative:
This was initially reported on the summary report dated 12/23/2014 under exemption e2013032.

Event description:
It was reported that the plaintiff's attorney that the plaintiff experienced continued stress incontinence or urinary retention, injury to pelvic contents, and mesh erosion. Furthermore, it was reported that the plaintiff died. The cause of death was reported as cardiorespiratory arrest due to unknown cause. Related to MFR # 2183959-2016-00073, 2183959-2016-00074.